Event description:
Medtronic received information from a literature article regarding the use of a sutureless bioprosthetic valve in patients with bicuspid aortic valves. Between (B)(6) 2011 and (B)(6) 2014, 200 patients (demographics not provided) were implanted with the medtronic 3f enable aortic bioprosthesis. Five of these patients had the 3f enable bioprosthesis implanted in a native sievers type 0 bicuspid aortic valve. No unique device identifier numbers were provided. Of the five sievers type 0 bicuspid valve patients, two showed a mild (grade I) paravalvular leak (pvl) during the intra-operative t ransesophageal echocardiogram. At discharge, the pvl increased to moderate (grade ii) in both patients. During follow-up, at 24- and 32-months post-implant, respectively, the pvl increased to moderate-severe in one patient (grade ii+), which contributed to worsening heart failure. No regurgitation was seen in the other three sievers type 0 patients. The authors summarized their findings in the following statement: ¿in our own series of 3f enable patients pvl = grade ii was observed in two patients out of five cases with sievers type 0 bicuspid anatomy, in none of the 15 cases with sievers type I or ii bicuspid anatomy, and in two (1%) cases in the tricuspid sutureless subgroup (n = 179).¿ no interventions were reported to have been performed to address any of the observations noted above. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.